Event description:
A distributor complaint was reported involving a pixel issue on the customer's pump display in finland, which impacted the customer's ability to read parts of the screen. There was no adverse impact on the customer's blood glucose level as measurements remained within normal range. Tandem technical support arranged for the replacement of the pump, provided the customer with instructions to switch the pump to storage mode before returning it, and confirmed the shipping address for sending the replacement unit. The customer acknowledged the instructions and agreed to return the defective pump within 10 days using a pre-paid label.